Event description:
It was reported that the customer was hospitalized with low bgs. The customer's family member said went to bed at 7:30am and did not wake until the next day at 3am. He also the customer had writing all over their body, but because of their short term memory customer does not recall what happened. The customer was removed from the pump and had a cat and CT scan. Additionally they were going to run a series of neurological tests and the doctor was concerned that someone may have put something in their drink. Troubleshooting revealed the pump was set with a 3.0 unit fixed prime and a manual prime was programmed at 5:51am the day of the hypoglycemic incident. Family member stated their son was not very complaint in checking their bgs and this may have contribute to this condition.